Event description:
It is reported that a customer's insulin pump was dropped in water and no longer works properly. The customer has a blood glucose level of 180 mg/dl. The customer states that there is fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. The displacement, basic occlusion, occlusion, prime, and excessive no delivery alarm tests could not be performed due to the blank display. No button error alarm or motor error alarm could be verified due to the blank display. However, the insulin pump had a corroded motor home switch. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.